Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high defibrillation impedance. Programming changes were implemented. There were no patient consequences.